Event description:
The customer addressed philips because troubleshooting showed that switch of the device was defective. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.